Manufacturer narrative:
The reported event of incorrect measurement was not confirmed the device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation, and change in current consumption was the cause of difference in battery longevity noted in the field. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomalies.

Event description:
It was reported that a patient presented in-clinic with a diagnostic anomaly noted on the patient's pacemaker. No intervention was taken to address the diagnostic issue and the pacemaker was explanted and replaced electively on 15 sep 2023. No adverse patient consequences were reported.